Event description:
It was reported that the patient presented to the hospital emergency department on (B)(6) 2022 after experiencing tachycardia. Review of the remote transmissions revealed that the pacemaker was in radio frequency (rf) lockout and had lost all transmission data. It was noted that this event was due to excessive telemetry. There was a software glitch which resulting in loss of electrograms. Programming changes were done but it did not resolve the issue. The patient was in stable condition throughout.